Event description:
Related manufacturer reference number: 2017865-2021-32088, 2017865-2021-32094, 2017865-2021-32152. It was reported that the patient underwent pocket revision on (B)(6) 2021 due to an infection in the pocket of their implantable cardioverter defibrillator (ICD) system, including their right atrial (ra) and right ventricular (rv) leads. It was noted that the patient had a generator replacement procedure a few months prior to the infection. Pocket revision was successfully completed and the patient was treated using antibiotics. Two days later the patient was reported to have intermittent phrenic stimulation on their ra lead. Furthermore, a chest x-ray confirmed that the ra lead had dislodged and was located in the superior vena cava. Therefore, the physician successfully repositioned the ra lead on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). Additional information: d6b explant date.